Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # 564c56. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The manual override was totally functional. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.  A manufacturing record evaluation was performed for the finished device batch number 564c56, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: stapler was fired on the patient's appendix. When the surgeon opened the stapler jaws, the appendix was transected but mesentery was still stuck within the stapler jaws. The surgeon then closed the jaws and fired the stapler on the spent reload and it locked out. He resorted to using the manual override lever, which he cranked repeatedly but it never stopped moving. The stapler jaws never opened, so he manually peeled the mesentery away. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that when the jaw of the device was opened there was tissue still in it hence it couldn't be unlocked. No further information was provided. There were no adverse consequences reported.